Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 8f sheath hole prior to an interventional aortic graft procedure. Reportedly with two prostyle devices, it was attempted to remove the device post deployment, however, the device got stuck in the patient. The device was removed using excessive force. Upon device removal, the footplate was fully retracted. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the aortic graft procedure was completed. The knots of the two pre-placed sutures were successfully advanced to the vessel wall and tightened (worked as intended). However, complete hemostasis was not achieved so manual compression was applied. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2017 clarifier- excessive force.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, hydrophilic coating was present throughout the surface of the sheath via tactile inspection with water. Performed a guide wire patency test using a proxy 0.038-inch guide wire. The guidewire was backloaded without resistance. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The device was removed using excessive force. Per the instructions for use excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Therefore, a notification letter is not required. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with patient anatomy, tissue or suture caught in foot. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.